Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.g781usqubhwfa hardware: sm-g781u cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an issue with the pod's adhesive not sticking well to the skin, which led them to seek medical attention at the emergency room (ER) on (B)(6) 2025. The patient's son experienced elevated blood glucose (bg) levels, ketones and vomiting after swimming and playing at a friend¿s house while wearing a newly applied pod. The father noticed that the adhesive on the lower third of the pod had detached, and despite providing corrections, the bg levels remained high. Upon replacing the pod, the bg levels returned to range, but the son continued to feel unwell and was taken to the ER, where he was diagnosed with diabetic ketoacidosis (dka). He received intravenous (IV) fluids but no additional insulin, as the new pod was effectively managing his bg. The ER visit lasted approximately 6¿8 hours. The patient had used an overpatch to help secure the pod, but it had also detached. The pod was disposed of due to contamination. The pod was worn between 4 and 24 hours on the leg.